Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 30 issue was verified, but the alleged cartridge alarm 0 issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge and subsequently an additional cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.